Manufacturer narrative:
The powerflex pro 5mm x 4cm 80cm balloon catheter (bc) burst at 5atm (five atmospheres) pressure during first inflation. The balloon was changed to another device and the procedure was completed successfully. There were no patient injuries. The balloon was used with a non cordis sheath for dilatation of a smart flex stent. An antegrade approach was used and a femoral access was used. The intended lesion was the superficial femoral artery and the vessel was moderate calcified but not very tortuous. There were no anomalies noticed at the balloon during preparation. The balloon could be retrieved without any problems. Also the implanted stent did not show any damage (e.g. Stent strut sticking out) during x-ray control. No other information was available. The product was returned for analysis. One non sterile powerflex pro 5mm x 4cm 80cm bc was returned. Per visual analysis the balloon had been inflated. No other anomalies were observed. Per functional analysis pressurized water was applied to the catheter using an indeflator (lab sample), and no leakage was noted in the balloon. A device history record (DHR) review of lot 17487147 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ the device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
It was reported that the powerflex pro 5mm x 4cm 80cm balloon burst at 5 atm (five atmospheres) pressure during first inflation. The balloon was changed to another device and the procedure was completed successfully. There were no patient injuries. The balloon was used with a non cordis sheath for dilatation of a smart flex stent. An antegrade approach was used and a femoral access was used. The intended lesion was the superficial femoral artery and the vessel was moderate calcified but not very tortuous. There were no anomalies noticed at the balloon during preparation. The balloon could be retrieved without any problems. Also the implanted stent did not show any damage (e.g. Stent strut sticking out) during x-ray control. No other information was available. The product was not returned for analysis. A device history record (DHR) review of lot 17487147 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification with an unknown rate of stenosis may have contributed to the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
It was reported that the powerflex pro 5mm4cm 80 balloon burst at 5 bar pressure during first inflation. The balloon was changed to another device and the procedure was completed successfully. There were no patient injuries. The balloon was used with a non cordis sheath for dilatation of a smart flex stent. An antegrade approach was used and a femoral access was used. The intended lesion was the superficial femoral artery and the vessel was moderate calcified but not very tortuous. There were no anomalies noticed at the balloon during preparation. The balloon could be retrieved without any problems. Also the implanted stent did not show any damage (e.g. Stent strut sticking out) during x-ray control. No other information was available.